Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was admitted to the hospital on (B)(6) 2021 due to pain in the abdomen for a few days with a sensation of traction in the ventral direction from the peg tube. On (B)(6) 2021 the physician reported that during an endoscopic examination, the presence of a phytobezoar had been detected in the terminal part of the pej, which made it impossible to remove. For this reason, it was decided to cut the pej to ensure that the phytobezoar was evacuated. Subsequent abdominal x-ray revealed that the bezoar was currently in transit. Duodopa therapy was suspended and patient was switched to oral. On (B)(6) 2021 the patient had returned to his home and the bezoar had been evacuated. No health problems found. Therapy with duodopa resumed. The replacement of the device is scheduled for (B)(6) 2021.